Event description:
It was reported that pump housing around usb port was damaged due to normal wear and tear, and screws no longer held plastic piece in place, but charging remained possible although pump could no longer be guaranteed watertight. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate insulin method if needed until replacement arrived, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details, instructed customer on placing pump in storage mode and returning it within specified timeframe, and advised customer to reenter pump settings and reconnect continuous glucose monitor to replacement pump.